Manufacturer narrative:
The device history record (DHR) was reviewed and no discrepancies were found. The spectrum smart cable was replaced for the customer and the smart cable used in the event was returned to verathon for evaluation. A verathon technical service representative evaluated the returned smart cable. The interment image could not be duplicated during testing. Since the customer received a replacement the returned smart cable was scrapped. No further investigation is required. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, the image was intermittent. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.